Event description:
It was reported that during a craniotomy at the user facility the straight medium saber attachment would not retain a bur. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The event of the bur coming out was confirmed during service evaluation. During service components of the collet were found to be shattered. The attachment is not a repairable device and will not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a craniotomy at the user facility the straight medium saber attachment would not retain a bur. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.